Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 30. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, abscess, fistula and inflammation. No further patient complications were reported.